Event description:
It was reported that handpiece overheated during testing. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by the MFR and it was determined that the cause was due to a failed rotor pinion. This failure could cause the device to operate at a higher temperature. The gear has had a supplier change due to unreliable mfg. This device was mfg before the implementation date of the new supplier. The device was repaired and returned to the customer.